Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a revision total hip arthroplasty surgery was done due to three (3) broken cortex screws. Two (2) cortex screw fragments generated from the three (3) cortex screws were left in the patient. The three (3) unknown cortex screws broke on an unknown date. The patient had an intertrochanteric fracture of the left hip on (B)(6) 2018 and was fixed using a dynamic hip screw (dhs) plate, unknown lag screw, and three (3) unknown cortex screws. The patient was revised with an unknown implant. It is unknown if all fragments were retrieved. The broken items have been discarded. Procedure outcome and patient status is unknown. Concomitant devices reported: dynamic hip screw (dhs) plate (part # 281.140, lot # unknown, quantity 1); unknown lag screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown - screws: cortex. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: therapy date. This report is for three (3) unknown 4.5 cortex screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Partial part number x3.214.8xx provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that two (2) screw fragments were left in the patient. The patient was revised with a total hip arthroplasty. Updated concomitant device: unknown lag screw (part 280.xxx, lot unknown, quantity 1). This report is for the broken cortex screws and is related to (B)(4) which captures an intra-operative issue during the revision procedure. This report is for three (3) unknown 4.5 cortex screws.